Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons were not responsive to user presses. The issue was detected when the patient was disconnected from the device and the battery was being replaced. This complaint is being reported because the keypad issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/02/2013 with the following findings: all of the keypad buttons were found to be intermittently responding to presses. The keypad was removed and found contamination under all of the button contacts. In addition to the keypad contamination, moisture was evident behind the pump display screen lens. A leak test was performed and found that the pump was leaking from a crack near the bottom of the display lens. The pump was opened and moisture damage was observed throughout the pump.